Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The analysis confirmed the anterior lateral needle deflected, striking the barrel and did not enter the hub during deployment. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Reportedly, the user was not trained in the use of the prostar xl device, as cautioned against in the instructions for use (IFU). Because of the unfamiliarity with the device, the device was used through a 6fr sheath (against indications) and a back-down procedure was not used to remove the device, both of which are outside the IFU deployment procedures. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that bilateral suture placement using the preclose technique was attempted in the common femoral arteries using prostar xl devices prior to an abdominal aortic aneurysm procedure (aaa). Reportedly, a 6 fr sheath was introduced during preclosure and dilation of the access site was performed prior to introducing the prostar xl device in the first groin. Needle deployment was attempted but when the physician tried to deploy the fourth needle, it deflected outside the device and poked the physician's finger. The physician was wearing gloves, no medical intervention was required; she cleaned the blood where the needle had punctured and continued the case. After the fourth needle did not deploy properly, needle-back down was not attempted. Instead, a cut down was performed around the device to remove it from the patient. At the end of the aaa procedure, the groin was closed surgically. On the opposite groin, a prostar xl device was also attempted with the same technique and the same results, the fourth needle deflected; however, in this case the other three needles were removed from the hub and the physician tried to use the suture. At the end of the aaa procedure, hemostasis was also achieved surgically, the physician removed the prostar xl suture and used a prolene suture to repair the artery. There was no adverse patient sequela. The physician was reported as not trained in the use of the prostar xl device by a manufacturer representative. No additional information was provided.

Manufacturer narrative:
(B)(4) - failure to follow steps/instructions. Per the device instructions for use (IFU), if all four needles are not deployed, terminate deployment and use the needle back-down technique prior to device removal. Operator not trained; the IFU, under precautions, states the device should only be used by physicians after they have been trained in the use of the device or have participated in a prostar xl training program. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other prostar xl device referenced is being filed under a separate medwatch MFR number.